Event description:
An implantable cardioverter defibrillator (ICD) system was returned from the manufacturer representative with little information. Information identified in the manufacturer¿s paperwork indicated the patient died approximately 8 years post implant of the ipg system. A cause of death was requested and not received.

Event description:
Additional information received from a family member indicated that the device did not shock the patient and the physician had to shock externally. It was also reported that there was a very low battery and poor judgment of the physician per the family member. The family member alleged that the device was related to the patient death and requested analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be process and considered accordingly. Concomitant product: 694965 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.